Event description:
It was reported that a patient presented for a right atrium leadless pacemaker (ralp) implant. During the implant procedure, post-release of the ralp the physician noticed left heart border under fluoroscopy. The patient's blood pressure dropped and the patient crashed. A code was called, and the physician performed a pericardiocentesis due to cardiac tamponade. The tamponade was resolved and bleeding monitored to confirm it had stopped. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.